Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: during investigation, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.